Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection, the cysto-nephro videoscope had the distal end plastic cover and the objective lens were detached. A root cause could not established. The most likely cause was determined to be component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had the distal end plastic cover and the objective lens were detached. There was no patient involvement.